Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID; 3550-39, lot# n265632, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
The patient reported they were experiencing overstimulation and uncomfortable stimulation from their hip to their foot that occurred on (B)(6) 2015. The patient was also experiencing pain. The patient programmer (pp) was used to check the device which showed stimulation was on. Stimulation was adjusted which resolved the reported issue. Relevant medical history includes post-lumbar laminectomy syndrome.